Manufacturer narrative:
It was initially reported that the patient had contacted his clinic regarding the field action letter sent to patients regarding the life2000 device. The patient stated he had experienced events of hypoxia resulting in falls during use of the life2000. No additional information was provided. The hillrom respiratory clinician followed up with the patient on (B)(6) 2023 and obtained the following information. On (B)(6) 2022, life2000 therapy was initiated. The patient stated in (B)(6) 2022, he experienced three events where he became short of breath (sob), lightheaded, passed out and fell. The first time he fell he broke his back, the second fall resulted in broken ribs, and third fall resulted in further injury to his ribs. The patient stated he was treated at hcmc and is currently in a back brace. During one of the events the ventilator was alarming ¿low something¿ so he powered everything down, powered it back up and everything functioned properly. The patient has a pca that comes to the house and cleans his nasal interface once a week. He has never had any issues with the ball dropping on his respironics oxygen concentrator and the concentrator was serviced in (B)(6) 2023. The patient stated when he received the life2000 field action letter it made sense why he was having these episodes. The hillrom respiratory clinician offered to schedule a trainer visit but the patient declined and requested to return the life2000. The patient¿s medical history includes chronic respiratory failure with hypoxia, severe oxygen dependent copd, pulmonary sarcoidosis, unwitnessed fall with possible syncope, syncopal episode, history of pulmonary embolism, laminectomy (B)(6) 2017, hospitalization (B)(6) 2022-(B)(6) 2022 for syncope and chest pain; left ama, hospitalization (B)(6) 2022-(B)(6) 2022 and had a syncopal episode in radiology/CT on (B)(6) 2022; left ama. The patient self-reported he is not allowed to cook anymore due to memory issues. The following additional information was obtained from the patient on 24mar2023. The patient reported additional medical history that includes diabetic neuropathy, osteoporosis, dizziness/light-headedness, difficulty sleeping. The patient stated he is almost bedridden and has difficulty lying flat in bed because he becomes sob. The patient sleeps mostly during the day and is awake at night. The patient reported he fell on three separate occasions in his home in (B)(6) 2022 after ¿blacking out¿ prior to each fall while connected to the life2000. On an unknown date, the patient was walking to the bathroom when he fell and hit the toilet. He tried to get up and fell again into the bathtub. The patient was taken to the emergency room (ER) by ambulance. Diagnostic imaging showed broken ribs and the patient was discharged home the same day. On an unknown date, the patient was walking to his kitchen when he fell. The patient stated he leaned up against the wall and tried to guide himself down to the floor but landed on his bottom. The patient was taken to the ER by ambulance and diagnostic imaging showed he broke his lower back in two places. The patient was placed in a back brace and was discharged home the same day. The back brace was ordered for 6 months, but the patient is still wearing the brace. Physical therapy (pt) was also ordered; however, the patient discontinued pt after two weeks due to difficulties related to his neuropathy, which has worsened since he broke his back manifested by numbness and tingling in all extremities (originally just lower extremities) and generalized body pain. The patient experienced a third fall on an unspecified date in which he was taken to the ER by ambulance and diagnosed with additional broken ribs. The patient was discharged home the same day. The patient did not know what his spo2 was at the time of each event and stated he was administered oxygen via a face mask in the ambulance during each transport. The patient denied any problems with the life2000 during the time he was using the device and never observed the ball drop on the oxygen concentrator. The patient stated he could not tolerate CPAP and found the life2000 worked better for him and tolerated therapy well. The patient used the life2000 during the day and at night, and the tubing on the life2000 was long enough to ambulate around the house. He did recall an unspecified device alarm on an unknown date, which was resolved with no further issues. The patient stated he reported the specific alarm to the last person he spoke with at hillrom. Since returning the life2000, the patient uses his oxygen concentrator to deliver 3 liters of oxygen via nasal cannula. The patient denied any further episodes of blacking out and falling. Of note, the respiratory trainer met with the patient, and he did very well on the life2000. Since the patient was set-up, hillrom had numerous documented attempts to visit the home including calls and visits to his apartment. On one visit attempt, a female stated the trainer had the wrong apartment. After communicating with the patient, it was confirmed he had not moved. At the time of set-up, the patient had no issues with his concentrator, and it was unknown if he has changed his concentrator since he was set-up due to no response to the clinical trainer. Per trainer notes dated (B)(6) 2022, the patient was not on oxygen when the trainer arrived due to not having a wrench for his portable oxygen tanks and his concentrator only connected to a 7 ft nasal cannula. The patient stated he did not have any longer tubing. The patient tolerated the life2000 well and was falling asleep during the trainer¿s visit. No walk test was performed as the patient stated his physician did not want him walking due to some ¿neuro issues¿ and recent falls. The trainer provided the patient a list of things needed for his concentrator, including a bubbler. The patient stated he understood how to use the life2000 but was tired and stressed during training on the device. The patient was planning to try the life2000 while sleeping due to no other therapy for sleep. The patient did not want to use tanks for portability and was hoping to be approved for a portable oxygen concentrator. It is also noted that the respiratory trainer performed follow up with the patient on 22sep2022 to assess how the patient was doing with the life2000 and at that time, the patient reported he broke his back and some ribs and was in a back brace. Additionally, the patient reported to the trainer that he kept the life2000 connected continuously and received oxygen through the life2000 nasal pillows when he turned off the life2000 by leaving everything connected. No further information was provided. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device instructions for use (IFU) state always have an alternate means of ventilation or oxygen therapy available. There are two types of notifications provided by the life2000® ventilation system: ventilator alarms are visual notifications that appear on the touch screen and are accompanied by distinct sounds or vibration. The compressor has audible alerts that are independent of the ventilator. Compressor alerts must be resolved for the compressor alert notifications to be silenced as there is no button to silence alerts originating from the compressor. Hillrom received the life2000 ventilator for inspection (note: compressor, hoses, and patient circuit interface were not returned) (B)(6) is following up w/the trainer about this - per trainer, compressor was returned. F/u w/ asset management. The ventilator was set up in an extended range configuration using a known good combo hose, patient circuit, and compressor. Using an invacare platinum xl 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the ventilator functioned as intended. Hypoxia is a condition in which the body or region of the body is deprived of adequate oxygen supply at the tissue level, which can result in a variety of symptoms including sob. Hypoxia can be caused by inadequate oxygen delivery due to low blood supply or low oxygen content in the blood. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient experienced multiple events of hypoxia leading to syncope while connected to the life2000 that resulted in the patient falling and sustaining a broken back and multiple broken ribs. The patient was transported to the hospital after each fall by emergency medical services and given supplemental oxygen via face mask. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The life2000 ventilator was inspected and functioned as designed. However, at present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor respironics oxygen concentrator is likely to lead to a serious injury if the event were to recur. Therefore, this event is a reportable serious injury.

Event description:
Customer reported that they had experienced events of hypoxia resulting in falls during use of the life2000. During these three events he became short of breath (sob), lightheaded, passed out and fell. The first time he fell he broke his back, the second fall resulted in broken ribs, and third fall resulted in further injury to his ribs. This report was filed in our complaint handling system as complaint #(B)(4).